Manufacturer narrative:
The device serial number is not known. A follow-up report will be submitted upon completion of the investigation.

Event description:
The biomed stated that during preventive maintenance an issue with the power supply was identified. There was no patient involvement.